Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type lead. Product ID: neu_unknown_lead, lot# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that during the evaluation their wires ended up moving because there was nothing anchoring them and noticed when they sit or stand they noticed the stimulation in their rectum. They were told by the manufacturing representative (rep) that it was because the wires can move because they were not anchored.